Manufacturer narrative:
Correction data is the product return date which is apr 15, 2020 (an not apr 10, 2020). There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. When the change history of the parts was checked, it was confirmed that the design change of dr board was done on april 16, 2018. It is unclear whether this design change will involve the event pointed out. The reported issue for this event is the device yielded no image with the 180 scopes. Root cause for the issue cannot be conclusively determined; probable cause is as follows: no endoscope image (when connecting with 180 scope). The cause of this failure is attributed to the failure of the patient board. Since it has been continuously used for a long time since 2015, it is assumed that an image output abnormal occurred because some device on the patient board has deteriorated over time. Incorrect connection due to worn scope connector lock. It is likely that it occurred because excessive force was applied to the lock lever (video connector socket) and video connector because it was handled as if it were not described in the instruction manual. The instructions for use includes the following statements: no endoscope image (when connecting with 180 scope), troubleshooting guide irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the endoscope, camera head, or oes video converter is not connected correctly. Solution: connect the endoscope, camera head or oes video converter as described in its instruction manual. Incorrect connection due to worn scope connector lock, connection of an endoscope do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also, do not pull a bundle of camera cables, as this may cause internal wire disconnection. Push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards.

Manufacturer narrative:
There is no additional information of the event available yet. The event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not available. The user¿s complaint was confirmed. The device yielded no image with the 180 scopes due to a faulty patient board set. The video connector latch was worn out causing poor connection. Evaluation could not conclude the reason for the faulty patient board set.

Event description:
As reported for this event, during preparation for use, the device yielded no image with the 180 scopes. There is no patient involvement.